Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the right atrial lead exhibited oversensing noise. The patient was asymptomatic to the noise. No other electrical anomalies were noted. The patient would be continued to be monitored.

Event description:
New information received on (B)(4) 2018 indicated that the patient presented in clinic on (B)(6) 2018 for follow up. Upon device interrogation, the right atrial lead exhibited oversensing noise leading to automatic mode switch. No intervention was performed. The patient was stable throughout the event.